Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement presented, which was confirmed through fluoroscopy. The dislodgement caused a loss of capture in measurements. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement presented. The dislodgement caused a loss of capture in measurements. No additional adverse patient effects were reported.